Event description:
Customer reported secondary fluid back flowed into the primary infusion. The primary infusion was d51/2 ns with kc120 meq and the secondary was kphos 30 meq in 250 ml d5, to infuse over 4 hours. The secondary infusion was started and one hour later, the nurse noted the secondary bag was empty and more fluid in the primary bag than when the secondary was started. Additional labs were drawn. No adverse patient event occurred. The patient is being monitored. No additional information was available.

Manufacturer narrative:
Manufacturer's report date: 11/05/2009. Patient information requested and all available information is included. The product has been requested to be returned for evaluation and a shipping label was provided. It has not been received at the time of this report. A follow up report will be submitted if further information is obtained.